Event description:
It was reported that "the entire electrodes were unable to pace on the first day of use." There were no patient complications reported.

Manufacturer narrative:
One pacing catheter with monoject 1.5 cc limited volume syringe was returned for evaluation. No introducer or contamination shield were returned with the catheter. Continuity testing found that there was an open condition in ventricular proximal line. A full open condition was found at solder joint of leadwire to ventricular proximal electrode. The wire was not broken off. The leadwire was found to be continuous between the connector pin and 1 cm proximal of the ventricular proximal electrode. All other electrodes were continuous without short conditions. The balloon did not inflate due to leakage from the distal side of the balloon latex. There was a tear, approximately 1/32" long, along with distal balloon bonding. No deterioration to the balloon latex was found. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was found. Visual examinations were performed under microscope at (B)(4) magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of pacing difficulty was confirmed during the evaluation. In addition, it was confirmed that the balloon would not maintain inflation due to leakage from the distal side of the balloon. An investigation has been initiated to determine if the root cause of the open condition in the ventricular proximal line is related to the manufacturing process and implement any necessary corrective actions.